Event description:
It was reported that during a sigmoidectomy procedure, the device did not cut and the blade locked. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged firing and articulation mechanism. Eval summary: the analysis showed that the device was received with the articulation and the firing mechanisms damaged. The device was received with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation gear teeth and the pinion axle support were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.